Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracic procedure in which the sympathetic nerve was to be alloyed, no clip was dispensed from the device despite several attempts. It was noted that the surgeon was able to squeeze the handle. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument noted a malformed formed clip was lodged between the pusher and the tissue stop. The instrument was partially applied with ten clips remaining. The clip counter was no longer active. Evaluation of the returned product noted that the malformed clip prevents the pusher from advancing the next clip. It was reported that the clips did not load properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the instrument is fired with the distal end elevated. In this situation, the formed clip has the remote potential to fall back into the shaft. Therefore, this incident most likely occurred during test fire prior to clinical use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to placing a clip, confirm that the jaws are positioned free of other clips or obstructions. Placing the jaws or firing the instrument over another clip or other obstruction may result in bleeding and/or lack of hemostasis and/or damage to the instrument jaws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.